Manufacturer narrative:
(B) (4). (B) (4). Dropping or ejected clip. Evaluation summary. The analysis results found that the er420 instrument was returned in good visual condition. The instrument was cycled and ejected the remaining clips. The instrument locked out as intended. A corrective and preventive action has been initiated to address the root cause of the finding. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon fully squeezed the trigger and then released the trigger, but the first clip didn't load into the device jaws. It leaked out from the jaws. The operator had to use a new device to carry out this operation. However no adverse pt consequence.